Event description:
It was reported that before the surgery, the customer opened the package and noted that one demo probe(marked with 'demo probe not for human use') was received as sample for human use. This demo probe was not used in the surgery. The hospital continued with endoscopic hepatic resection surgery.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. D4 batch #: unknown. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The probe was never used in a case, so a call home data review is not necessary. Visual analysis of the returned sample determined that the device was returned outside its original packaging and no apparent damage. In addition upon visual inspection it was noted a marked (demo probe not for human use) on the device. Functional testing was conducted on the returned device and all features (test, tissu-loc, ablate) worked to specifications. Due to the event description the analysis is confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A search of nonconformities (ncs) was performed for lot ml20125893. There were no observed nonconformities for this lot. Manufacture date: 12/1/2020. Expiration date: 8/31/2024.